Event description:
Clinic notes received for the patient being referred for a generator replacement. Upon reviewing the notes, it was reported that the patient experienced an increased in seizures and they are alleged to be due to battery depletion. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.